Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00991. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using both a left brachial and right femoral artery approach, the 100% stenosed lesion was located in a severely calcified, moderately tortuous common to external iliac artery (both sides). The 1.5mm x 20mm x 143cm coyote es balloon catheter was being used for pre-dilatation. The balloon was initially inflated to 10atms and ruptured at 14atms upon 2nd inflation. They used another 1.5mm x 20mm x 143cm coyote es balloon catheter and dilated the lesion at 14atm with no issue. After this dilatation, they switched to non-bsc balloon, to dilate again, but the non-bsc balloon ruptured. Following this, they used a 4.0mm x 40mm mustang balloon catheter and inflated it first to 12atms, then to 18atms and it ruptured at 22atm upon 3rd inflation. The ruptured balloons were removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.